Event description:
A report was received via social media that the patient developed an infection and was experiencing pain. The patient was prescribed with antibiotics. The patient underwent an explant procedure. No information could be obtained.